Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 3rd of october 2016 for further investigation. The fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and found the sample height detector not moving freely. Customer cleaned and lubricated sample height detector and verified proper operations. Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due to sample height detector not moving. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2016 the customer reported software recognizes first test sample and not the second. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb, bhcg and ctni 2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.